Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-70, serial number: (B)(6), batch/lot number: 5007688, model/catalog description: infinion pro lead kit, 16 contact, 70cm, unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-1232, serial number: (B)(6), batch/lot number: 802710, model/catalog description: wavewriter alpha 32 ipg kit, unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-4318, batch/lot number: 37825206, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4). Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient developed an infection at the midline incision site which caused fever, drainage, redness and impaired healing at the incision site. The patient was provided with prophylactic antibiotics. The patient underwent a spinal cord stimulator (scs) lead explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.